Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii and left side breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade iii and left side breast implant rupture. As a result, the devices were explanted, and replaced with 475cc mentor memorygel breast implants on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the devices were accidentally discarded by the hospital. Hence, field method codes has been updated to "device discarded" manufacturer¿s reference number: (B)(4).